Event description:
According to the consumer, the heating pad melted and put a hole in the mattress, pillow and sheet. No injuries resulted from this and fire department was not needed.

Manufacturer narrative:
To date, we have not received the pad for our evaluation. We will continue to attempt to get the heating pad returned.